Event description:
It was reported that the patient had hematoma and discharge at the device pocket due to infection. The patient's implantable cardioverter defibrillator (ICD), the right ventricular (rv) and the right atrial leads were also noted to have eroded through the skin. The ICD and both leads were explanted. The ICD and the rv lead were replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.